Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. A manufacturing record evaluation was performed for the finished device lot number qhmkqr, and no non-conformances related to the reported complaint condition were identified. Visual inspection evaluation was conducted on the returned device. Visual analysis of the returned sample determined that one needle/suture piece and a suture piece of product code sxpp1a401 were received for evaluation, the swage and attachment area was noted to be as expected and the original curvature of the needle was deformed due to the use. Body fluids and damage were noted in some barbs were observed on the suture pieces appears to be cut by use of the surgical instrument. In addition, the section of the fixation tab was not received for evaluation. The condition of the sample received indicates improper handling of the device. As with any device, care should be taken to avoid damage to the strand when handling. Avoid the crushing or crimping action of the surgical instruments, such as needle holders and forceps. Trade name - irgacare®, active ingredient(s) triclosan, dosage form ¿ suture/solid/parenteral, strength = 2360 g/m.

Event description:
It was reported that the patient underwent hysteromyomectomy surgery on (B)(6) 2021 and barbed suture was used. Upon evaluation, returned suture pieces found to be cut. There were no adverse patient consequences reported.